Event description:
It was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. The customer¿s blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Failure was identified for the cartridge alarm 20, no failure was identified with the cartridge alarm 30.